Event description:
It was reported by the patient that the pdm (personal diabetes manager) was getting hot to the touch while charging. It was also reported that the pdm was not holding charge. There was nothing unusual about the outlet and no changes to the physical appearance.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm was hot to the touch and was not holding charge. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.correction to d(4): sequence number changed from unavailable to 010301-17246.